Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device has not been returned to date.

Event description:
As reported (B)(6) 2016, a (B)(6), male patient presented for an endovenous laser procedure. When withdrawing the fiber to treat the second vein, it was noted the fiber appeared kinked/bent and the aiming beam was emitting out the side of the fiber. The device was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a nevertouch direct fiber. A visual review of the fiber noted that the fiber was fractured. Measuring from the end of the gold tip, the fracture occurs at 19.7cm. The fracture appears clean/smooth. The customer's reported complaint description of the fiber fracturing is confirmed. It was reported that the fracture was noticed after the fiber was removed from the patient. The patient was unaffected due to this event. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." As the break in the fiber appears clean/smooth, it is also possible the fiber may have come in contact with a sharp object or stuck against a hard surface after removal from the patient. Although these theories cannot be definitely determined it does not appear to be design or manufacturing related. Adequate process controls are in place to address this failure. The lot history record was reviewed for a nevertouch direct procedure kit . The review confirmed that the packaging lots and all component lots met all material, assembly, and performance specification. The instructions for use which is supplied to the end user with this catalog number contains the following statement ""avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).